Manufacturer narrative:
The reported events were the lead became dislodged after fixing it, the screw came out well, but after multiple turns there was no turning back, and there was an unusual rigidity of the lead. As received, a complete lead was returned in one piece for analysis. The reported event of the screw not turning back was confirmed. Visual examination revealed the helix was fully extended and clogged with blood/tissue. X-ray examination revealed an over torqued inner coil in the connector region due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The reported event of the screw not turning back was isolated to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure when attempting to place the right atrial (ra) lead, the physician noted the lead was stiffer than usual. Additionally, when the lead was attempted to be positioned, the helix of the ra lead was unable to retract. After placing the ra lead, it was observed to be dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.